Manufacturer narrative:
The reported event of insulation abrasion was confirmed. Final analysis found a partial lead with the distal tip was returned in one piece measuring 44.2 cm. External insulation abrasion breaching outer insulation and exposing outer coil was noted at 32.8 cm to 34.1 cm from the distal tip, consistent with friction to device can.

Event description:
New information available on 12/19/2017 states that, can to lead insulation abrasion was suspected.

Event description:
It was noted that the patient presented for an unrelated procedure. During the procedure, it was noted that the atrial lead had a slight insulation abrasion. The lead was explanted and replaced. The procedure was completed without any adverse event and the patient was stable before, during and afterwards.